Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that patient disconnecting the driveline contributed to the patient's death.

Event description:
It was reported that log files were submitted since the patient was confused and disconnected their driveline leading to pump stop on (B)(6) 2024 morning. Log files confirmed on (B)(6) 2024 at 4:25:57, driveline disconnected events. The driveline was reconnected about 4:59:44 and the pump started up. Also, the log contained on (B)(6) 2024, low flow estimates as well as sustained low flow hazard events through the remainder of the log file. In addition, the log file captured on (B)(6) 2024, a series of power cable disconnected and low power advisory events. The events appeared to be caused by power to the mobile power unit (mpu) being briefly interrupted. The patient passed away due to end stage heart failure. The patient was on comfort measures, and the patient expired once the pump was turned off. The outcome was not considered to be device/therapy related. An autopsy would not be performed. The pump would not be explanted. It was unknown if the mpu had a v-lock connector on the ac power cord. The ac cord did not come loose at the wall outlet or from the back of the unit. There were not any known environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - device serial number and primary unique device identification (UDI) number updated. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the reported event date of 31jul2024 was reviewed. The log file captured intermittent power cable disconnect and low voltage advisory alarms from 05:24:35 to 06:26:52 that occurred on the white power lead due to losses of external power while connected to the mpu. The black power lead was connected to a fully charged 14v battery during these events, and the battery supported the system without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that it is not known if the mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or from the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. It was also noted that the mpu was not removed from service. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 15dec2017. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.